Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A few months ago the user underwent an MRI of the knee (1.5t), despite the device not being MRI conditional. Afterwards there was a revision surgery done to replace the coupler that was dislocated. After the revision surgery the user was able to hear with the device. Later one night in (B)(6) 2020 the user felt pain if pressure was placed on the implant site. When the user woke up the next morning there was no hearing impression with the device. Re-implantation is planned but no date has been scheduled.

Event description:
In (B)(6) 2020 the user felt pain if pressure was placed on the implant site during the night. Next morning the user had no hearing impression with the device. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by incomplete device immobilization was determined to be the root cause of device failure. Additionally, the bell coupler was no longer placed properly at the time of explantation. This is a final report.